Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation.  In addition, no imagery was provided for review.  Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be determined. The delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis.  All inspections passed specifications for lot release.  These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that manufacturing non-conformance's contributed to the reported events. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed similar complaints relating to delivery system balloon burst.  The complaint was confirmed, however, no manufacturing nonconformance were identified during the evaluation. Available information suggests that patient (calcification) and/or procedural factors (rapid balloon inflation) contributed to the complaint event. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon burst was unable to be confirmed due to no returned or applicable imagery of the complaint device. Dimensional measurements could not be taken as the device was not returned. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ¿balloon crack in the final end of inflation. Balloon was fully inflated when burst¿. Per report, ¿degree of calcium present in the patient annulus/leaflets is moderate¿. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. A definitive root cause is unable to be determined at this time. However, available information suggests that patient (annulus/leaflet calcification) may have contributed to the reported event. Since no product non-conformance's or IFU/training manual deficiencies were identified, no corrective/preventive actions and no product risk assessment are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 ultra valve, the balloon burst during full inflation.  The valve was implanted successfully.  There was no injury.  Per medical opinion, the events were related to calcification.